Event description:
On 4/14/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event which resulted in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 3/29/24. The user's mother reported the user had a stomachache on the night prior. The mother checked the user's ketones, and they were high. The mother also stated the user's blood glucose (bg) had been very high but at the time did not have an exact number. On 4/15/24 the cds provided additional information about the event. The user was admitted to the hospital for a few days and diagnosed with dka. Upon arrival, the user's ph was 7.22 and ketones were moderate to large. The user's bg was 234 mg/dl. The user was also found to be flu positive and with a fever. The cds noted there were likely starvation ketones which were not handled properly. The user's healthcare provider (hcp) will perform further training with the family on sick day guidelines.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-03-29. Data for the described event date of 2024-03-29 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-03-29 at 9:54am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. Review of the ilet report shows periods of hyperglycemia on 2024-03-30. The highest cgm glucose value was 375 mg/dl and the user spent a total of 18.5% of the day with cgm glucose between 180 mg/dl and 250 mg/dl, and 28.3% of the day >250 mg/dl. No evidence of ilet malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose readings it was receiving. The ilet also was found appropriately triggering all cgm glucose alerts. No basal requests for insulin delivery were made during low events and increased basal requests were made during the high event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. According to the case notes, ilet report and device logs, the ilet operated as intended by delivering insulin and triggering glucose alerts in response to elevated cgm glucose readings. The assignable cause for this hyperglycemic event is likely an infection, and not related to the ilet.